Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. It was indicated that the patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2023, the pediatric patient experienced a signal loss for over one hour. It is unknown how long after the signal loss the symptoms started and what the last continuous glucose monitor reading was, and contacting the parent for clarification was unsuccessful. On the day of the event around 8:30am. The patient was taken to the hospital in an ambulance due to a seizure. In the ambulance the patient was treated with intravenous dextrose as the blood glucose reading was 29 mg/dl. By the time they arrived at the hospital the blood glucose reading normalized, but no specific reading was reported. At this moment, the patient was still experiencing seizures. Around 10am the patient was given 0.5mg of ativan (route unknown). The patient was then transferred to another hospital via helicopter around 2pm because of the still ongoing seizure. Upon arrival no other medication was given except for continued intravenous treatment. The patient stabilized and was still under observation until the following day, and eventually, the patient recovered and was discharged around 1 pm on that day. During the seizures, the patient suffered from 3 lacerations of the patient¿s tongue. At the time of the report the patient was fine but resting. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and the signal loss event was confirmed in the performance data. The signal loss began on (B)(6) 2023 and lasted almost 2 full days. The probable cause of the signal loss was determined to be potential patient misuse. Just prior to the signal loss event the phone battery was found to be discharging with 14 percent capacity remaining which is well below the below the 20 percent capacity required to ensure the application runs properly. This signal was restored on (B)(6) 2023 when the user re-launched the cgm application. No additional patient or event information is available.